Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1628c93e, serial/lot #: (B)(4), ubd: 22-nov-2012, UDI #: (B)(4); product ID: enew2828c82e, serial/lot #: (B)(4), ubd: 22-nov-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on and an additional endurant ii stent graft limb etew2828c82e was implanted as a secondary limb extension four years and nine months later to treat a type ib endoleak. It was reported that follow up CT on seven years and nine years later showed a distal type ib endoleak with the right common iliac measuring 31 mm. A secondary procedure was carried out and the right internal iliac artery was coiled and a stent graft limb etlw1610c199e placed to the external iliac artery. Final angiogram showed no evidence of a endoleak. As per the physician, the cause of the endoleak was disease progression of the right common iliac artery. No additional clinical sequelae were reported and the patient is fine.